Event description:
It was reported to st jude medical that during a f/u a device parameter error message was rec'd. Unsuccessful attempts were made to program around the error. The st jude medical rep faxed in the ram maps to tech services. Upon observation, a discrepancy between some of the programmable parameters were noticed. It was decided to replace the ICD.